Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ IV catheter was damaged. The following information was provided by the initial reporter: (B)(6) 2021. Many failures today in asc, preop nurses having a lot of trouble starting IV's. (B)(6) 2021. Failure for placing is high. Smaller bore IV is placed frequently after several attempts. Even the smaller IV is infiltrated by the time we are ready for induction.